Event description:
Per independent repair center statement, the unit was low o2 or yellow light. The key failure was the gear clamp was loose causing the low o2. It has been fixed. Additional malfunctions were tie wraps was loose.